Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2107 during an abutment replacement that was required for a non-device related procedure. The implanted device remains.